Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, a patient presented to the outpatient clinic with an 11-year history of progressive difficulty in movement, a 1-year history of episodic loss of consciousness, and a tracheostomy. The outpatient department diagnosed ¿parkinson's disease with multiple system atrophy¿ and admitted the patient to our ICU for supportive care. The patient received empirical antimicrobial therapy, enteral nutrition, mucolytic agents, anticoagulation, and correction of electrolyte and metabolic disturbances. On (B)(6) 2025, a central venous catheter was inserted via a peripheral catheter. On (B)(6) 2025, during the replacement of the dressing, a tear was discovered at the connection point of the catheter. A new central venous catheter was inserted via a peripheral catheter, and the external connection point was removed for replacement, with the catheter position confirmed. No direct adverse effects occurred.